Manufacturer narrative:
(B)(4). Similar to device under 510(k) p070016. (B)(4). Summary of investigational findings: based on the description of event and since product was not returned it has not been possible to determine the root cause of this event. However, it might have related problems with the captor valve iris or the silicon discs. Internal actions were implemented and this specific device was manufactured before implementation. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: a (B)(6) male patient underwent taa repair using two zenith tx2 taa endovascular graft, zteg-2p-36-127-pf and zteg-2p-42-162-pf. The preparation including removing the peel away sheath of the devices were carefully performed as labeled with a supervisory doctor. Zteg-2p-36-127-pf was inserted first and the stent graft was placed without problem but large amount of blood leakage from the hemostatic valve occurred when the inner introducers was removed. (B)(4). The physician decided to continue placing another device zteg-2p-42-162-pf and the same problem occurred on this device too. (B)(4). He gave processing of the procedure priority and didn't change the sheath, and performed ballooning. Proximal endoleak was confirmed and solved by placing an extension. Blood leakage from the valve didn't occurred on the extension and the procedure was completed. Patient outcome: the patient did not experience any adverse effects due to this occurrence.